Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6)2019, the subject ICD was interrogated and prepared to be programmed in vvi mode at 90min-1, in order to be ready for an implantation procedure, as requested by the implanting physician. The proper tests were performed (charge time, etc.), and the ICD was linked to a rf orchestra+ link. After 25 minutes, the implant procedure was modified and another ICD was implanted instead of the subject ICD. The subject ICD was finally not programmed and was kept for a future implant. On (B)(6)2019, and during another implant procedure, the subject ICD was interrogated again. The battery voltage was at 3.17 v and an abrupt decrease in voltage was noticed, so the device was not implanted. On (B)(6)2019, as the battery voltage had not recovered, an analysis was requested to determine if the device could be implanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the subject ICD was interrogated and prepared to be programmed in vvi mode at 90 min-1, in order to be ready for an implantation procedure, as requested by the implanting physician. The proper tests were performed (charge time, etc.), and the ICD was linked to a rf orchestra+ link. After 25 minutes, the implant procedure was modified and another ICD was implanted instead of the subject ICD. The subject ICD was finally not programmed and was kept for a future implant. On (B)(6) 2019, and during another implant procedure, the subject ICD was interrogated again. The battery voltage was at 3.17 v and an abrupt decrease in voltage was noticed, so the device was not implanted. On (B)(6) 2019, as the battery voltage had not recovered, an analysis was requested to determine if the device could be implanted.